Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial/lot #: (B)(4)/ 356462 description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm additional information was received that the patient stated the leads had moved and x-ray was taken but result was not available. It was also reported that the strong shocks the patient was experiencing was the malfunction and reason for explant.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. Additional information was received that the patient stated the leads had moved and x-ray was taken but result was not available. It was also reported that the strong shocks the patient was experiencing was the malfunction and reason for explant

Event description:
A report was received that the patient's device was not working. The patient underwent an explant procedure. Device malfunction was suspected.

Event description:
A report was received that the patient's device was not working. The patient underwent an explant procedure. Device malfunction was suspected.

Event description:
A report was received that the patient's device was not working. The patient underwent an explant procedure. Device malfunction was suspected.